Event description:
It was reported an occlusion alarms occurred the customer's blood glucose level was displayed as "high"; a specific value was not provided. Elevated blood glucose was addressed with a correction bolus via the pump. The customer changed the cartridge and resumed insulin therapy.